Event description:
It was reported that pump housing around usb port was damaged after pump was dropped, which affected ability to charge and meant pump could no longer be guaranteed watertight, though pump had not shut down. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged a warranty replacement pump, confirmed shipping address, instructed customer to place current pump into storage mode and return it with a prepaid label, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump, which customer understood and acknowledged.